Event description:
A malfunction occurred with the customer's pump, although no notable events were reported prior to the malfunction. The customer's blood glucose impact was unknown as they declined to answer related questions. Technical support arranged for a replacement pump to be sent and provided instructions for returning the malfunctioning pump, including putting it into storage mode. The caller acknowledged instructions on programming settings and connecting their continuous glucose monitor to the replacement pump. Manual daily injections were identified as an alternate therapy to ensure insulin delivery would not be interrupted.